Manufacturer narrative:
H10: h2: additional information: h6: health effect - impact code, medical device problem code h3, h6: the reported device was received for evaluation. There was a relationship found between the device and the reported event of premature activation. There was a relationship found between the device and the reported event of material deformation. A visual inspection was performed on the product. The needle overmold assembly was bent. No suture or anchors were returned. The depth indicator button was not in the default position. The actuator tip was in the t2 position. A functional evaluation was conducted. The actuator tip would not retract to the t2 position. A review of the customer provided image confirms the batch number and part number. The device appears to be without anchors or suture. No physical damage visible. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately. The complaint was confirmed and the root cause was associated with unintended use of the device. Factors that may have contributed to the reported event include an unintended second actuation of the device or unintentional bending of the needle. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
Internal complaint reference case (B)(4).

Event description:
It was reported that during a knee arthroscopy, after pressing the gray trigger of two fast-fix 360 to release the first t, it was found that both ts were released. All the ts were removed with a kelly forceps. The procedure was completed without significant delay using a back-up device. No other complications were reported.

Manufacturer narrative:
The reported device, used in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately. A relationship, if any, between the subject device and the reported event could not be determined. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.